Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct e2 (inadvertently checked; reporters title is not available); h4 (inadvertently left out); and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it although it can be presumed that due to physical stress caused by hitting distal end of the device or dropping distal end, or chemical stress caused by chemical solution used, adhesive around the lens peeled off and moisture entered inside and corroded. In addition to the pae event, it was also discovered that there was a skip phenomenon that occurs on the upper half of the endoscopic image and that the albaran cable was torn during the procedure. The event can be detected/prevented by handling the device in accordance with the following IFU. Instruction manual tjf-q190v operation manual 3.3 inspection of the endoscope shows how to detect the event. Instruction manual tjf-q190v reprocessing manual 5.5 manually cleaning the endoscope and accessories shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition, evaluation found the complaint was confirmed and the forceps skipped or swayed on the upper half of the image due to a cut on the forceps elevator wire. Also, evaluation found there was a gap between the color ring protector and control section, the air/water and suction cylinders were discolored, the expected insulation capacity could not be obtained due to a cut on the heat shrinking tube of the forceps elevator lever, the forceps lever did not move smoothly due to damage on the forceps elevator wire pipe, the image guide protector was damaged, the cover of the light guide bundle was damaged, the coating of the connecting tube was peeled, the adhesive around the objective lens was discolored, the lever arm had corrosion, and the universal cord was discolored. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the cable of the evis exera iii duodenovideoscope was torn during the procedure. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the light guide lens was dirty and the forceps channel port had foreign material. The report is being submitted due to the dirty lens and foreign material in the scope found during evaluation.